Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height pocket b6 had failed and could not be recovered. The pocket did not appear in the storage space configuration or in the test software. Manual removal of the pocket was required. Position b6 was confirmed to be non-functional on the row board. A field service engineer replaced the row board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.